Event description:
It was reported that in labor and delivery department, the clinicians reported that during infusions the pump would "pause and restart" with the pc unit screen displaying a change in the volume to be infused (vtbi) or the rate. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Event description:
It was reported that in labor and delivery department, the clinicians reported that during infusions the pump would "pause and restart" with the pc unit screen displaying a change in the volume to be infused (vtbi) or the rate. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.